Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus). There was no leakage or holes found in the system. None of the components were explanted but, a cuff was added. No further complications were reported in relation to this event. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis.